Event description:
The report received indicated that tip of the stabilizer radiolucent guiding wire was not straightforward, out of shape. The problem was identified approximately 3cm from the distal end. The device did not present any anomalies; the device was removed from its package; however, the problem was noted after the device was removed from its hoop. There were no attempts to use the device in the patient and the physician exchanged the wire to another one. The product was returned for evaluation. The analysis identified found the coil was stretched.

Manufacturer narrative:
After removing a stabilizer steerable guidewire from its protective hoop, the distal tip of the wire was found "not straightforward but very tortuous". The wire was not used and no patient injury occurred. As reported, the wire was removed from its packaging 'following IFU". The damage was not noted until after removal from the hoop. Analysis of the returned wire confirmed kinks and bends, as well as stretched coils. As received, the specimen does not present any indication of manufacturing defect or anomaly. The IFU provides the following instruction: "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." Testing has demonstrated that failure to comply with the procedure as described within the IFU increases the risk of damage to the flexible distal tip region of the device, as presented by this specimen. A review of the device history records indicates this packaging lot was final inspection tested and deemed acceptable for shipment. The complaint was confirmed . Although the cause of the wire damage cannot be determined with certainty, review of the available info suggests that device handling may have contributed to this event.